Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue and insulin delivery was resumed. Customer's blood glucose was 382 mg/dl.